Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The additional evaluation revealed that the investigation of the returned instrument has shown, that screw is indeed fallen out. We have sent the instrument to our repair department in order to maintain and repair the instrument. The manufacturing documents where reviewed and no discrepancies to the specifications where found.

Event description:
It was reported that the screw was missing and the tool was broken due to an unknown reason. This is report 1 of 1 for complaint (B)(4).